Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, though exact value was not provided. Reportedly, customer manually delivered a bolus at or around the same time that control-iq delivered a bolus. Customer's daughter and husband were required to intervene by providing customer with carbohydrates to eat in order to address low bg. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.